Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported. The distal aorta was very narrow in diameter, measuring 14 mm. There was heavy thrombus in the aortic neck and mild calcification. It was reported that after the bifurcated stent graft and contralateral limb were implanted, the final run demonstrated a slight unk endoleak. The physician believes that there might have been a compromise of the graft at the flow divider level and decided to reline both iliac limbs with an iliac stent graft. Another final injection and the endoleak appeared to have improved, but there was still a slight amount of contrast in the aneurysm sac. It is possible there is a type ii endoleak present. No further intervention was performed and the physician has elected to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval, results: endoleak. Distal aorta was very narrow in diameter. Eval, conclusion: distal aorta was very narrow in diameter.